Manufacturer narrative:
D10 concomitant devices: 7303418, 350-42-42 - tibial insert mb sz 2 rt 10mm; a548662, 351-90-20 - tubercle pin pouch; a686939, 350-02-02e - talus -right- sz 2 - EU; a915753, 351-90-24 - talar trial screw pouch; a931347, 351-90-22 - 2.5 pin pouch; a951547, 350-32-03 - tibial plate mb sz 3 rt; a959258, 351-90-21 - 3.5 pin pouch. H3: the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that this patient's left ankle was revised approximately 3 months post op. Patient presented with infection. Tibial insert was replaced, tibial plate and talar component were retained. The tibial component for the right prothesis had lost fixation from surrounding bone, most likely due to infection. All prothesis from the right side were removed, and a cement block was put in leu until adequate revision could take place. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
"This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of infection and subsequent tibial loosening. However, the reported infection and tibial loosening could not be confirmed. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."